Manufacturer narrative:
Product analysis: the device was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, in a patient with severe baseline bilateral common femoral artery disease, decreased blood flow was noted following deployment of a non-medtronic vascular closure device. Blood flow improved after a balloon angioplasty was performed. Following the implant of the transcatheter valve, claudication symptoms were reported. An arterial doppler ultrasound was performed 12 days following valve implant which identified a severe reduction of blood flow in the right lower extremity and an ankle-brachial index of 0.51. A right lower extremity angiogram was performed 25 days later. Treatment included a right femoral endarterectomy with a patch angioplasty. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the minimum diameter of the access vessel was 5.7mm. A serial dilatation was performed and there was minimal concern as the delivery catheter system (dcs) was inserted into the patient. It was noted the vessel dilated appropriately and the dcs was advanced with little difficulty. The device was discarded and therefore not available for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.